Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional fractured.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection revealed that the post was fractured off. The fractured piece was not returned. The device was manufactured between june 2013 and august 2013, and therefore had been in the field for approximately 2 years and 8 months. It is unknown how many times the devices had been used during that time. This device is used for treatment. A CAPA was initiated to investigate the root cause of the reported event. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification.